Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Complaint was incorrectly listed as not reportable. Upon review the correction was made which allowed the production of the automated emdr record. Corrective action was to correct the reportability assessment within the system.

Event description:
Implant failed to osseointegrate.